Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. 919013,893037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, hematuria, abdominal pain, nausea, urinary tract infection, chest pain, vomiting, left lower quadrant pain, back pain, unintended pregnancy, gravida ii, parity 1, decreased appetite, diarrhea, vaginal delivery, wrist pain, pain ankle, swelling of wrists, vaginal bleeding, weakness, fatigue, asthma, hypoglycemia, morbid obesity, wrist surgery and ear pain. Previously administered products included for an unreported indication: ciprofloxacin, naproxen, miralax, codeine, lortab, depo-provera and tylenol. Concurrent conditions included tinnitus and dizziness. Concomitant products included medroxyprogesterone acetate (depo provera) from 2007 to 2010 for contraception. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain lower abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, headache and dysmenorrhoea outcome was unknown, the migraine had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted that previously reported information follow up receipt date essure implant in (B)(6)2011 were as hysterosalpingogram perform in (B)(6)2011 with result "total bilateral occlusion". Insertion details- there was successful placement of the essure micro inserts in the right tubal ostia; however, on the left side, she did develop possible spasms versus tubal blockage because the essure instrument was very difficult to advance, so pulled the first essure out, and did replace a new one in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: successful essure device placement.. Ultrasound pelvis - on an unknown date: 1. Multiple small bilateral ovarian cysts all of which are under 1.5 cm in maximum diameter. 2. One of the essure devices appears to project into the upper endometrial cavity of the uterus.. Most recent follow-up information incorporated above includes: on 22-aug-2019: mr received: lot number were added. Reporter information were updated, patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. 919013,893037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, hematuria, abdominal pain, nausea, urinary tract infection, chest pain, vomiting, left lower quadrant pain, back pain, unintended pregnancy, gravida ii, parity 1, decreased appetite, diarrhea, vaginal delivery, wrist pain, pain ankle, swelling of wrists, vaginal bleeding, weakness, fatigue, asthma, hypoglycemia, morbid obesity, wrist surgery and ear pain. Previously administered products included for an unreported indication: ciprofloxacin, naproxen, miralax, codeine, lortab, depo-provera and tylenol. Concurrent conditions included tinnitus and dizziness. Concomitant products included medroxyprogesterone acetate (depo provera) from 2007 to 2010 for contraception. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain lower abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2012, the patient had essure inserted. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, headache and dysmenorrhoea outcome was unknown, the migraine had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted that previously reported information follow up receipt date essure implant in (B)(6)2011 were as hysterosalpingogram perform in (B)(6)2011 with result "total bilateral occlusion". Insertion details- there was successful placement of the essure micro inserts in the right tubal ostia; however, on the left side, she did develop possible spasms versus tubal blockage because the essure instrument was very difficult to advance, so pulled the first essure out, and did replace a new one in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: successful essure device placement. Ultrasound pelvis - on an unknown date: 1. Multiple small bilateral ovarian cysts all of which are under 1.5 cm in maximum diameter. 2. One of the essure devices appears to project into the upper endometrial cavity of the uterus. Lot number:893037 manufacture date:2011-08 expiration date: 2014-08. Lot number:919013 manufacture date:2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2007 to 2010 for contraception. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("pain lower abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and dysmenorrhoea outcome was unknown, the migraine had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.; on (B)(6)2013: successful essure device placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received : events migraines / headaches,dysmenorrhea(cramping), pain were added. Suspect start date, indication, medical history, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.